Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal was loaded and was removed from the loader device with no problem. The surgeon deployed the seal into the aortotomy and the seal did not deploy out of the delivery tube. A replacement heartstring seal was used to complete the procedure. The hospital did not report any pt complication.

Manufacturer narrative:
Investigation results: the visual inspection showed that delivery device was outside the loader device. The loader device was not returned. The seal was folded and cracked and was still in the delivery tube. The plunger had not been depressed and there was no evidence of blood. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).